Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had sensor anomaly. Customer's blood glucose at time of incident was unknown. The customer stated there is no cannula in the sensor. The customer was advised that the sensor will be replaced and return the used sensor for analysis.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor. Found sensor cannula bent inside the sensor base. Unable to confirm that the customer received the sensor in said condition due to the product being returned opened/used.